Event description:
It was reported that an unspecified malfunction occurred. Reportedly, the issue caused the customer to experience both high and low blood glucose levels however the contact declined to provide additional information. Reportedly, the customer was administering manual injections based on a sliding scale as alternate insulin therapy.